Manufacturer narrative:
This lead was explanted due to noise on (B)(6) 2019. Upon receipt, the lead under complaint was found cut approx. 54.5cm proximal to the lead tip. The proximal fragment including the connector was not received for analysis. The returned lead fragment was visually and electrically analyzed. The analysis revealed multiple abrasion marks along the lead fragment. Particularly between 12cm and 8cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered the root cause of the reported noise. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment showed cuts in the insulation and deformation of the shock coil. The damages originated most likely from the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted due to noise on (B)(6) 2019.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on this rv lead. Lead remains actively implanted. Lead to be evaluated further. Should additional information become available, this file will be updated.